Event description:
It was reported that a user experienced sustained high glucose readings for several hours while using the ilet pump and requested guidance on viewing insulin on board; the user confirmed approximately 18 units iob and was in a cgm warmup period without a contemporaneous fingerstick value, and was advised to perform a fingerstick and monitor sensor data before considering a site change. Symptoms included hyperglycemia without reported associated clinical symptoms. Outcomes included user education and troubleshooting with monitoring and potential plan for infusion site change if glucose did not decrease. Investigation included customer interview and guided verification of pump iob display and review of use conditions during cgm warmup. Investigation of this case revealed no device malfunction identified and an unclear cause of hyperglycemia, with possible user or therapy factors considered due to cgm warmup and pending confirmation of capillary glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.